Manufacturer narrative:
Device evaluation and additional information provided in h.3. Photo shows implanted iol. With red colour gusset area is marked on the photo. There appears to be a faint horizontal line over the gusset area. Based on our observation of the attached photo, a mark/line is observed over the gusset area. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed marks on lens when he implanted from injector. Additional information has been requested and received stating that the marks on the iols were seen post implantation of the iols. Thus surgeon had not explanted the iols. There are two medical reports associated with this event. This file is 2 of 2.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Photo review: photo shows implanted iol. With red colour gusset area is marked on the photo. There appears to be a faint horizontal line over the gusset area. The manufacturer internal reference number is: (B)(4).